Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. (B)(6).

Event description:
On (B)(6) 2016, information was received from a foreign manufacturer representative (rep) regarding a patient receiving morphine (0.5mg/ml at a dose of 0.21998mg/day), ropivacaine (naropin) (5.0mg/ml at a dose of 2.1998mg/ day) and clonidine (250.0mcg/ml at a dose of 109.99mcg/day) via an implantable pump used for an unknown indication. On (B)(6) 2016, the patient was not receiving correct therapy so a dye study was to be performed to check the integrity of the catheter. The patient experienced symptoms of pain to the neck. Upon aspiration of fluid from the catheter, before the contrast was injected, a red, bloody fluid was aspirated from the catheter through the catheter access port (cap). The healthcare professional (hcp) decided to send the fluid to pathology and abort the dye study. There were no reported contributing factors. Diagnostics and troubleshooting included computed tomography (CT) scan and x-rays to see if the catheter had moved from the original implanted level. The catheter was assessed and noted that the original placement was current. It was noted surgical intervention occurred and was details were specified as, "yes, I provided details earlier in this report", but no specific surgical intervention was noted.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a manufacturer's representative. It was noted that the fluid aspirated from the cap and sent to pathology was cerebrospinal fluid. The patient was sent to another hcp and a catheter replacement was performed. The patient was receiving good and adequate therapy since the catheter replacement was done.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.